Event description:
Per info request received at tornier.com on (B)(4) 2012: had the surgery with the reverse replacement in (B)(6) 2011. In (B)(6) 2012, it dislocated twice and I have had to have the moving parts replaced.

Manufacturer narrative:
Patient has been encouraged to contact the attending surgeon. This is the initial report submitted regarding this surgical event and medical device.